Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
Describe event or problem - correction. If report, what type?: correction.

Event description:
Please disregard information in report number 3004753838-2016-33271 as this is a duplicate report and information in that report has been submitted in an initial MDR for 3004753838-2016-33270.